Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on october 1, 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she had a high blood glucose level of 499 mg/dl. Customer was able to troubleshoot during the call. Customer treated with a manual injection of insulin. Customer's blood glucose level at the time of the call was 321 mg/dl. Customer also reported experiencing blood at the insertion site. No product is expected to be returned.